Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed. Analysis findings show two sets of setscrew marks on the is-1 connector pin. One set of setscrew marks on the is-1 pin was too proximal, which indicates the lead was not fully inserted into the device when tightened. No anomalies were found.